Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device exhibited a short margin from eri to eol via a merlin at home transmission. The patient was asymptomatic. The device was explanted and replaced. The patient was stable after the procedure and will be followed normally.